Event description:
It was reported that during use the leadless implantable pulse generator (ipg) exhibited elevated thresholds, that was resolved with unspecified action. The leadless ipg remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the post approval clinical surveillance product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was re-programmed and remains in use. No patient complications have been reported as a result of this event.